Manufacturer narrative:
The data files are not available as the hospital does not know which machine was involved. Gambro was first made aware of this reported incident via a call from the hospital cardiothoracic ICU at 19.00 2 days after event. The sister making the call requested that, following the death, a gambro representative visit the ICU to check the history and alarm records of the prismaflex machine. The hospital wanted to check that the nurses had done everything correctly. The sister was unsure which of two machines had been used. The gambro help-line team member advised the sister to put a "do not use" sticker on the machine. Gambro ic specialist and acute care technical specialist visited the unit. At this visit, it was determined that of the two machines isolated for our inspection, one had not been used since the beginning of december, the other had been used on a different patient (patient ID number different and treatment continued until 06.54 on 8/2/07.) Of the other machines on the unit at the time, one was connected to a patient and the other had no relevant history. The clinical director and the surgeon treating the patient have been unavailable to provide further information. We understand that, following the death, these doctors, together with the clinical nurse manager, had gone through every aspect of the patient's treatment and it was agreed that there were a lot of problems with the patient. The acute renal failure had manifested itself later on in the patient's time there and was the reason for connecting him to the prismaflex. The patient had severe sepsis, the cause of which they could not locate. It is possible that the post mortem could reveal this. The patient was not connected to the machine when he expired. Gambro has found no evidence to suggest that its device caused or contributed to this event.

Event description:
It was reported that "the patient died of cardiac arrest shortly after midnight. A man was in ICU with multiple organ failure. Before treatment his potassium was 7.1, he exhibited hyperpyrexia and was very cardio-vascularly unstable. The unit usually uses cvvh mode at 30-70% post dilution, but cvvhdf was used on this patient. It must be noted that the nurses had little or no experience in using this mode (cvvhdf). No bag was on the weight scale and they did not run dialysate, replacement was run at 100% post dilution at 4 liters per hour. Between the hours of 2pm and 9pm, his potassium dropped to 5.3, after which it started to climb rapidly and at approx. 10pm the prismaflex has access and tmp rising alarms and the circuit was lost. Patient died of cardiac arrest with potassium of 7.3. On inspection of the patient's chart, in the hours immediately prior to his potassium rising ionotrope doses were having to be increased significantly. The patient's sodium was noted to have reduced over a period of time from 141"-126". It was agreed with the unit staff that the prismaflex had been delivering adequate treatment and the patient died due to the severity of his disease process. The data files are not available - hospital does not know which machine was involved.